Event description:
Customer reported the system displays an error when trying to fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended. (B) (4)